Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed rewind, displacement, prime/a33 and excessive no delivery test. The insulin pump has cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 400 mg/dl. She stated that she had woken up with high blood glucose and treated with a manual injection. She was advised to disconnect from the insulin pump. She was advised to disconnect the tubing and reservoir and reconnect the tubing and reservoir. She was advised to replace the plunger and manually push the plunger to verify that insulin exited the tubing. She confirmed that insulin exited the tubing. She was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump, and run a manual prime to at least 5.0 units. She reported that the insulin pump alarmed no delivery during the manual prime. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.